Event description:
It was reported that the patient presented after receiving multiple inappropriate shocks due to right ventricular lead noise. It was also noted that the lead was low impedance. Possible circuit damage was suspected. The atrial lead was noted to have low impedance, with no capture and noise on the atrial channel. The lead were capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.